Event description:
The customer reported that before a case while checking unit, the image was black.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.